Event description:
The screwdriver head was so tight in the screw hole that after screwing into the patient acetabyulum, it was impossible to detach the screwdriver from the screw. The surgeon needed to slap the handle of the screwdriver to detach it from the screw. The screw remained attached to the screwdriver and the screw itself and some patient bone came loose of the acetabulum. Because of the defect in the acetabulum cause by the torn screw, the doctor needed to fill the defect with bone graft before finishing the operation. Surgery time delayed by 30 minutes.